Event description:
A surgical technician reported that during intraocular lens (iol) implant surgery, the capsular bag tore. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested by fax and mail on 10/06/2008 and by phone on 10/02/2008 and 10/15/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 10/31/2008.